Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient side cart (psc) had non-recoverable 307 fault observed in logs on universal power distributor (upd) and system power manager (spm). The site powered off the system but the psc did not power off and user powered the system back on without vision. The site used external lap tower and manually removed the instruments and undocked from patient. A technical support engineer (tse) walked caller through emergency power off (epo) of psc and power cycle of system and system powered back on. The surgeon opted to proceed laparoscopically with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced system power manager (spm) and card cage to resolve the issue. The system was verified and ready to use. Isi has received the devices for evaluation. However, the failure analysis has not been completed yet.

Manufacturer narrative:
Correction: updating the text in h11. The annex c codes (c0201, c0401) that were provided in 2955842-2025-04185 - 01 were correct, but the text in h11 was not correctly updated. Previous text provided: as a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. Updated text: although a definitive root cause cannot be determined based on the failure analysis results showing no problem found, the probable root cause is due to a connection issue that was resolved when the system power manager (spm) and the patient side cart (psc) cardcage were replaced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The system power manager (spm) was returned for failure analysis, and the reported error 307 was confirmed but not replicated. In logs, these error 307 were found indicating a node configured be present stopped responding issue. Upon visual inspection, no issues were found that would be related to the reported event. The spm unit was returned along with the card cage for the same reported event. The spm assembly was installed, programmed and tested on the final test is4000 system 1, with no issue on startup and no errors or failures were triggered. Power cycles 12x and all passed. The assembly remain on the system overnight idling in normal mode, with no failure. Additional tests were performed and all test passed. As a result of this test and findings, failure analysis concluded that there is no root cause could be attributed to this fault issue with the spm unit. The card cage was returned for failure analysis, and the reported failure was not confirmed and not replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The card cage was installed and tested into a golden system where the component functioned as expected. The system started up without any error with good image. The audio is loud and clear. Emergency power off (epo) functionality test, passed. Ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without any error. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.